Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/02/2025, a sales representative reported via phone that an ar-9100-09m univers¿ apex optifit humeral stem would not allow the interior screw to engage. This occurred during a total shoulder replacement case on (B)(6) 2025 when they went to insert the 2 screws in the stem and the interior screw would not engage. The case continued by going up a size in the stem and there were no further issues. There was no delay in the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error likely due to using the incorrect size stem.